Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that insulin was squirting out during fill tubing process. Customer stated that they were unable to exit the load reservoir process. Customer reported leak in reservoir and reservoir and tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged under delivery and high bg found on (B)(6) 2021. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and delivery accuracy test at .0867 inches. No unexpected alarms/alert/anomalies noted during testing. Found insulin flow block alarm in insulin pump alarm history screen. The history/trace downloads were successful using thus and carelink. The daily total of bolus delivered on (B)(6) 2021 was 35.1 unit. Verified no delivery during bolus on (B)(6) 2021 at start time 17:09:10.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on motor assembly. The following were noted during visual inspection: pillowing keypad overlay. Unable to verify customer alleged for high blood glucose or possible under delivery anomaly. No unexpected insulin flow block alarms noted during testing. Additionally moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.